Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the non-tortuous and severely calcified mid superficial femoral artery. A 5.0 x 100mm x 135mm sterling otw balloon catheter was selected for plain old balloon angioplasty and was advanced to the lesion without resistance. On the second inflation, the balloon ruptured at 8 atms after being inflated for 2 minutes. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).